Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrheal (cramping),"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removed (B)(6) 2006). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrheal (cramping),pelvic/abdominal pain,menorrhagia (heavy menstrual bleeding), vaginal infection vaginal discharge. (B)(6) 2005 date of insertion mentioned in the case. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added .event injury nos deleted and new events pelvic pain, dysmenorrhea (cramping), abdominal pain and menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge and she did not underwent essure confirmation test added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.